Manufacturer narrative:
The medical device remains implanted. Return not possible. A severe injury, illness or impairment which requires hospitalization or medical intervention. Use of an additional stent grafts or alternative device was required to achieve optimal outcome. Problem associated with the interaction between the patient's physiology or anatomy and the device that affects the patient and/or the device. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The following information was reported to gore: on (B)(6) 2021, this patient underwent emergency endovascular treatment using gore¿ tag¿ conformable thoracic stent graft with active control system for subacute type b aortic dissection. On (B)(6) 2021, follow-up computed tomography image revealed proximal type I endoleak. It was reported the false lumen expanded compare to diameter on (B)(6) (amount unknown). On (B)(6) 2021, the patient underwent reintervention. The additional stent grafts were deployed to extend the device proximally. As concomitant procedure, 2 debranch bypass and coil embolization of the lumbar artery and false lumen were performed. The patient tolerated the procedure. The physician stated as follows. No leak was observed in the angiography on (B)(6), but the vascular properties were very poor, and it is possible that the device was slightly misaligned and the leak occurred.